Manufacturer narrative:
The console was not returned to zoll but was evaluated at customer site and the reported customer complaint of console displaying tcmid: 05 (coolant diif failure) error message was confirmed during archive review but not during functional testing. However, a larger than usual delta temperature was measured between lm34a/b which could lead the system to prompt tcmid: 05. Lm34a/b was replaced to prevent reoccurrence of the error message. The review of the patient data and event log showed tcmid: 05 (coolant diif failure) error messages. After replacing lm34a/b, the console passed all electrical and functional testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for coolgard with s/n (B)(4).

Manufacturer narrative:
Zoll has not received the device for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard ivtm system (s/n:(B)(4)n) displayed tcmid 05 (coolant diff faiure) during in service test. The system was restarted multiple times; however, the error message could not be cleared. No patient involved with this event. No other information was provided.